Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implant date: (B)(6) 1995; addrl1 ipg, implant date: (B)(6) 2009; 1888tc lead, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system and previously capped leads were explanted. No further patient complications have been reported as a result of this event.